Manufacturer narrative:
Kawai, k. & tanaka, t. (2017). Outcome of vagus nerve stimulation for drug-resistance epilepsy: the first three years of a prospective japanese registry. Epileptic discord, 19(3), 1-12. Doi:10.1684/epd.2017.0929.

Event description:
A research article comprised of data from a national registry of all vns patients implanted between (B)(6) 2010 and (B)(6) 2012 reported several deaths, adverse events, and device malfunctions. MFR report #1644487-2017-04547 captures the deaths reported in the article. The infections and intraoperative and postoperative cardiac complications observed during the study are captured in MFR report #1644487-2017-04548, the high impedance observed during the study is captured in this report, and the seizure increases observed during the study are captured in MFR. Report #1644487-2017-04550. Twenty patients' devices showed high lead impedance: 1 high impedance event was observed at the start of stimulation, another one 3 months after implant, 2 high impedance cases were seen 6 months after implant, 3 were observed 12 months after implant, another 3 were observed 24 months after implant, and 10 cases were observed 36 months after implant. No additional relevant information has been received to date.